Manufacturer narrative:
Eval result - brake ring weldment.

Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences are reported.